Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0023-eo - I. Cautions - 2. To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head.

Event description:
Update 28-jan-2026 - further information was received: it has been reported that the incident occurred during the akin osteotomy.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that a broken tip of arthrex 1.5 mm cannulated screwdriver is retained on the head of the implanted compression ft screw, 2.5 micro, 28mm length on the patient's right second toe. It was further reported that it snapped off as the surgeon was trying to tighten the screw on the bone. The broken tip might be around 1mm in length or lesser. Several attempts were done to remove said tip but to no avail and the surgeon reported that it might do more damage to the operated toe. Attempts were made to remove the broken tip, but it was difficult.